Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labeling review. The complaint for "malposition - valve embolizes into ventricle" was confirmed with objective evidence by imaging evaluation. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Per imaging evaluation, the review of procedural and post-op imaging (tee and CT) showed the 56 mm evoque valve embolized into the right ventricle, causing most anchors to lose annular contact. The septal and anterior sides were >10 mm from the annulus, and the valve appeared unstable. Final assessment indicated mild-to-moderate transvalvular tr and mild pvl, with a tv mean inflow gradient of 3 mmhg at 69 bpm. There was no device malfunction identified and therefore the root cause of the embolization could not definitively be determined. Contributing factors included were procedural, suboptimal depth and inadequate leaflet capture likely compounded by poor imaging quality and shadowing. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information has been received which states the following: according to the core lab review of the post procedural tee, there was device malposition with oblique orientation, seated high laterally and low in right ventricle at the septal corner without complete anchoring. The septal leaflet was not captured resulting in severe septal pvl . These findings are confirmed by follow up ttes at discharge and 30 days. However, at 30 days, only trace tricuspid regurgitation is reported.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position. It was reported following an internal imaging review, there was evidence of the evoque valve embolized into the right ventricle resulting in most of the anchors losing contact with annulus. The septal and anterior sides of the evoque valve were more than 10 mm from the annulus. The patient remained under conservative treatment.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.